Event description:
Event description boston scientific cardiac rhythm management (crm) received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed an elective replacement indicator (eri) due to an extended charge time. No adverse patient effects have been reported.